Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after first firing of the device in a laparoscopic sleeve gastrectomy, it made a noise after loading the second firing and it stopped working. They changed the stapler to complete the case. There was no patient injury.